Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer states almost dying in (B)(6) for high blood glucose levels. It was reported that the customer went to the hospital a couple of times, and their blood glucose level was over 300mg/dl. The customer declined to speak to the help line. No further information provided.